Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain. It was also noted that the patient had an implanted pump with morphine (unknown concentration/dose) for spinal pain. Per the consumer the patient had pain since 1982 and has had 2 back surgery, 2 hip replacements on the right side, and one left knee surgery. Something in their hip had gone loose. It was reported that the patient had not been told that they would have to recharge all of the time until after it was implanted. It was reported that this was a pain in the behind as they forgot to recharge. The consumer noted that the patient wanted a non-rechargeable device. It was reported that end of service (eos) was seen on the implantable neurostimulator (ins). It was unknown if there was dissatisfaction or an allegation against longevity. It was noted that the patient hurt really bad, their right leg swells, they had shooting pain down their leg, and their hip was hurting. The swelling caused the patient to not be able to bend their knee. This occurred when trying to work or get in/out of a car. It was noted that these symptoms started a couple of months ago in 2017. The patient would be seeing their health care provider (hcp) the next day (B)(6) 2017. It was reported that the patient could touch on the bottom of the implantable neurostimulator (ins) and the top pops out and vise versa. This started a month or so ago in 2017. The patient got a shock or tinge like static electricity around the stimulator when lying in bed or sitting still. This started around (B)(6) in 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: the eos message was first seen (B)(6) 2017. When asked of the circumstances that led to shocking felt at the implant site when lying in bed or sitting still the patient reported they did fall while back, but the device worked, the patient turned the device on and saw the eos message. The device could wiggle and could move some in the pocket. The device was replaced (B)(6) 17 and after the new device was put in the pain eased up. No further complications were reported.